Manufacturer narrative:
There is no further information available. Should additional information become available to our company, this report will be updated.

Event description:
Boston scientific received information that a non-boston scientific technical services agent contacted our technical services departement to report this patient's device attempted to deliver four shocks and all of them displayed a shock impedance of less than 20 ohms and shorted the system. The non-boston scientific technical services discussed removing the defibrillation lead. It is unknown at this time if the lead has or will be revised. No adverse patient effects were reported.